Event description:
It was reported that the patient presented to the clinic with episodes of non-sustained rv oversensing. The ICD was reprogrammed. The patient will continue to be monitored with routine follow ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.